Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was found by nursing home staff unresponsive with the left ventricular assist device (lvad) disconnected and alarming with the batteries depleted. It is unknown how long the lvad was alarming. Emergency medical services (ems) was called and lvad function was restored when reconnected, but patient remained unresponsive with acute encephalopathy. The patient was noted to have a seizure and given ativan. Upon arrival to the emergency department the patient was unresponsive with agonal respirations. The patient was intubated and a head computerized tomography (CT) scan was negative for acute abnormalities. International normalized ratio (inr) was 8.2 on admission. The patient was admitted to the intensive care unit (ICU). The controller was replaced and the lvad remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that because of acute encephalopathy, the patient developed respiratory failure secondary to altered mental status. The patient was initially unresponsive with agonal respirations and was intubated. The patient remained intubated for two days and was weaned off oxygen per protocol and was on room air four days later.

Event description:
It was further reported that the patient's inr rose to 9.2 on admission. There was no overt sign of bleeding or bruising. It was noted that the high inr result helped the patient due to the lvad disconnection. (B)(6) 2017 inr was 6.7 and (B)(6) 2017 inr was 2.3. Warfarin was restarted at 4 milligram (mg).

Manufacturer narrative:
Corrected field: product event summary: the controller ((B)(4)) was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed two (2) controller power ups with their respective motor starts on (B)(6) 2017, at 06:04:09 and 13:33:53 hours. The data point prior to the first loss of power, at 06:04:09, revealed that (B)(4) was connected to power port 1 with 25% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 95% rsoc. After the loss of power, (B)(4) was connected to power port 1 with 93% rsoc and (B)(4) was connected to power port 100% rsoc. The first loss of power may have occurred due to an accidental disconnection of both power sources, when the patient was exchanging the depleted battery, (B)(4), with a fully charged battery. The data point before the second loss of power, at 13:33:53, revealed that (B)(4) was connected to power port 1 with 98% rsoc and (B)(4) was connected to power port 2 with 99% rs oc. After the loss of power, (B)(4) was connected to power port 1 with 98% rsoc and (B)(4) was connected to power port 2 with 95% rsoc. As a result, the reported loss of power event was confirmed. Based on the available information, a possible root cause of the reported loss of power can be attributed to the a disconnection of both power sources. Note: the controller, (B)(4), did not contained the smr software upgrade. This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR compl aint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.